Event description:
Pt reports hospitalization due to elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt stated the battery housing was cracked and the battery cap could not be fixed to the pump. The user guide instructs the pt to contact animas if damage to the pump is suspected. No conclusions can be drawn at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.